Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a cracked tube collar was confirmed but not reproduced during product evaluation. The root cause is unknown. The pump head module (phm) was replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction: in the initial follow-up medwatch, there was no assignable cause of the reported condition listed. With further investigation by the quality engineers, it was determined the assignable cause was due to a damaged tube load motor collar.

Event description:
The facility representative reported a colleague infusion pump with a cracked tube motor collar. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the general patient ward. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.